Event description:
User experienced issue with bicarbonate results drifting high. Approximately 12-25 patient samples were involved in this event. Six examples were provided. All results are in meq/l. Sample 1 initial result was 31, repeat result was 24. Sample 2 initial result was 32, repeat result was 25. Sample 3 initial result was 30, repeat result was 23. Sample 4 initial result was 27, repeat result was 20. Sample 5 initial result was 35, repeat result was 25. Sample 6 initial result was 29, repeat result was 20. Erroneous results were reported. No information was provided to determine if patients were adversely affected. The field service representative determined there was reagent line contamination and cleaned the common reagent line. Performance tests were performed.